Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 29mm 6900ptfx mitral valve implanted eight (8) years, 11 months, is being evaluated for valve-in-valve procedure due to mitral stenosis.

Event description:
Edwards received information a patient with a 29mm 6900ptfx mitral valve was evaluated for valve-in-valve procedure due to severe mitral stenosis. It was learned through ipr and investigation that the valve was explanted after nine years and 1 month due to severely calcified with immobile tissue, severe mitral stenosis, and regurgitation. The explanted device was replaced with a 29mm 7300tfx mitral valve. Per medical records, the patient presented with acute on chronic diastolic heart failure (nyha class ii symptoms). The patient underwent a redo mvr, tricuspid valve repair with a medtronic annuloplasty ring, maze procedure, left atrial appendage closure. The 29mm 6900ptfx mitral valve was found to be extensively calcified and the tissue was immobile with severe mitral stenosis. The valve was replaced with a 29mm 7300tfx mitral valve. The valve seated well and was secured with cor-knot. Post bypass the valve showed mild central insufficiency and probable paravalvular jet on the posterior annulus. The patient was transported to the cvicu in stable condition. On pod #6, echo showed prosthetic valve with mild regurgitation. On pod #7, the patient was discharged home in stable condition on eliquis.

Manufacturer narrative:
Added information to h6. The most likely cause is patient factors, including a history of hyperlipidemia and rhd.

Manufacturer narrative:
Added information to b5, d4, g2, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards implant patient registry received information the 29mm 6900ptfx mitral valve was explanted after implant duration of nine (9) years, one (1) month, due to unknown reasons. The explanted device as replaced with a 29mm 7300tfx mitral valve.